Manufacturer narrative:
The device was returned to zoll medical canada for evaluation and the device performed to specification. A review of the device log indicates the cusomer was not in the correct lead view during the patient event. The unit was in pads view with no pads attached, after the user switched to lead ii an ECG signal was displayed. There are no pads on recorded throughout the log, indicating the customer never attached pads. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.